Event description:
It was reported that the right atrial (ra) lead had decreasing impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed. The inner insulation was breached and had metal induced oxidation (mio); the proximal conductor was distorted and had blood/body fluid (not obstructed.) The inner insulation had cosmetic mio and all insulators were breached cut. There was blood in/on the helix mechanism and the helix was disengaged from the helical channel.